Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Reason for surgery: sui. It was reported that following insertion the patient experienced return of urinary incontinence and constant vaginal odor. It was reported that the patient underwent surgical site hernia procedure in 2010 and had intestinal blockage in 2013. (B)(4).

Manufacturer narrative:
It was reported that patient underwent repair of incarcerated incisional hernia with bard mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.